Manufacturer narrative:
(B)(4). The reported complaint of "bent/deformed parts - feeder tip" was confirmed based upon the sample received. The device was returned with damage to the tip of the feeder and feeder bypass was observed during functional testing. 5 clips failed to open correctly in the jaws due to feeder bypass. The 5 clips were tested for complete closure despite not opening when loaded, and the clips fully latched. 8 clips remained in the channel during disassembly. Clip stacking was not observed in the channel. The sample was received with 13 clips remaining in the channel indicating that 2 clips were fired by the end user. The damaged feeder tip failed to remain aligned with back of the loaded clips, preventing the clips from loading properly in the jaws. When loaded, the clips failed to open in the jaws prior to complete closure. The complaint could not be confirmed as a manufacturing issue as each device is tested at the end of the assembly line. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every dev ice on overstress silicone tubing. Indicating the feeder tip was not damaged when functionally tested at the manufacturing site, otherwise feed bypass would have resulted in the clips failing load and latch on the tubing. The r & d team were consulted regarding this investigation. The damage is consistent with attempting to latch a clip on the wrong material or hitting the jaws against an object that could have damaged the feeder tip during functional testing. The r & d team determined that the probable root cause of the feeder tip damage was user error or mishandling of the device. Additionally, a DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. .

Event description:
It was reported that "applier failed to release clip". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "applier failed to release clip". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.